Event description:
The patient was revised due to possible infection. Cup and liner from a different company. Our stem stay,, and the head was exchanged and upsized. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).